Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 250mcg/ml at 60.04mcg/day and morphine 50mg/ml at 12.007mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that while revising the pump pocket the healthcare provider found the pump was leaning forward in the pocket and there was a lot of excess catheter bunched up in the pocket. The patient was also having withdrawal, return of pain type of symptoms. The healthcare provider cleared the catheter and had good csf flow. The healthcare provider disconnected spinal section from the pump segment was able to aspirate 2 cc and fluid was free flowing. The healthcare provider connected the new piece but noted the old pump segment was "pretty stretched". The healthcare provider thought the spinal looked ok but did an x-ray to confirm placement. A dye study done and the healthcare provider felt the images looked were perfect and no other catheter issues found. The pump segment that was removed was found to be stretched as well but they also noted the area of reinforcement at the pump connector/catheter site was peeling up. It was further reported that the physician revised the pump pocket, replaced the pump segment with a shorter pump segment piece. There was no information on when the patient was experiencing withdrawal symptoms. Per the reporter it appeared as if a piece of the catheter separated. No further issues or concerns with the patient was stated after completion of procedure. When the patient first started to experienced the pump pocket issue, withdrawal and return of pain, clarification of the pump pocket revision, troubleshooting related to the pump pocket revision, cause of the catheter bunching up no reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.